Event description:
It was reported that the patient experienced shortness of breath, dizziness and weakness. The right ventricular (rv) lead had high thresholds, loss of capture and was suspect of micro-dislodgement. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.